Event description:
The patient contacted animas on (B)(6) 2013 alleging the pump was not delivering proper amounts of insulin. There was no reported adverse event associated with this complaint. The patient stated full troubleshooting was performed on the pump when she called animas on (B)(6) 2013 without any malfunction or defect found. The patient stated she was advised to consult with her physician for blood glucose management issues at that time by animas customer technical support (acts). The patient stated at this time, she has determined that she does not feel comfortable with the pump and requests a replacement pump. The patient declined to troubleshoot the pump with acts at the time of the call, stating that the basal rates were properly programmed and there were no associated alarms in the history. This complaint is being reported because the patient alleged the pump was not delivering insulin properly.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.